Manufacturer narrative:
On july 2, 2025, midmark corporation was notified of an instance that occurred on or around (B)(6) 2025, in which a nurse was preparing a procedure bed for a patient. While doing so, the model 224 exam table foot control was activated and the table descended onto the nurse's foot causing an alleged break to the right great toe. Midmark corporation has made multiple attempts for further information of this instance with no further details made available. Should further information be given to midmark corporation regarding this instance, a follow up report will be made.

Event description:
On july 2, 2025, midmark corporation was notified of an instance that occurred on or around (B)(6) 2025, in which a nurse was preparing a procedure bed for a patient. While doing so, the model 224 exam table foot control was activated and the table descended onto the nurse's foot causing an alleged break to the right great toe. Midmark corporation has made multiple attempts for further information of this instance with no further details made available.